Event description:
It has been reportd to co that during the procedure the shaft of this device split. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.